Event description:
The reporter states, in retrospect, her initial symptoms began in 1989 consisting of itching and sneezing. The symptoms were ignored by the reporter and attributed to a cold. According to the reporter, in 1995, her allergy to latex worsened. The symptoms now consisted of hives, swelling, fatigue, "pink eye, and asthma like symptoms characterized by wheezing and a feeling of tightness, pressure, and/or heaviness in her chest, she has become hypersensitive and can no longer come into contact with latex at any time. She is not able to enter an environment where latex gloves are in use since the powder is present in the air. She has also begun to develop other allergies such as dust, pollen, and bananas. The reporter has been off work for 1 1/2 years and has been denied disability.